Event description:
It was reported that they were getting an alarm stating the fluid delivery line (fdl) was open in an arctic sun device. Flow rate (fr) was 0.9lpm, inlet pressure (ip) was -4.5psi, circulation pump command (cpc) was 100 percentage. Asked nurse to disconnect the pad, rotate connector 180 degrees, and reconnect using proper technique. Had nurse check for any kinks or compressions. Nurse identified an area where the tubing was pinched. Flow rate (fr) was 0.9lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 26 percentage.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting an alarm stating the fluid delivery line (fdl) was open in an arctic sun device. Flow rate (fr) was 0.9lpm, inlet pressure (ip) was -4.5psi, circulation pump command (cpc) was 100 percentage. Asked nurse to disconnect the pad, rotate connector 180 degrees, and reconnect using proper technique. Had nurse check for any kinks or compressions. Nurse identified an area where the tubing was pinched. Flow rate (fr) was 0.9lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 26 percentage.